Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the 5fr mynx control vascular closure, the physician deployed the balloon and noticed a pinhole size leak. There was no patient injury. Hemostasis was achieved successfully with manual compression for five minutes. The mynx control vcd was prepped and inserted into the 5fr avanti sheath and the mynx control deployed as normal. After two minutes wait time, the plunger at the back end of the handle was down and mynx was removed per normal. Pressure was held for 5 minutes and no hematoma was noted. When the device was outside the patient, the physician reset the mynx to inflate the balloon and the balloon was noted to have a pinhole size leak. There was no difficulty encountered during prep of the mynx vcd. There were no difficulty during the procedure. Hemostasis was achieved successfully with manual compression for five minutes. The device is available for analysis. No other information was provided.

Manufacturer narrative:
F184287 is not a valid lot number therefore the lot will be changed to unknown until further information is received.

Manufacturer narrative:
A 5f mynx control vascular closure device (vcd) was used for hemostasis after a procedure. The balloon was deployed, however a pinhole-sized leak was identified. There was no reported patient injury. The mynx control vcd was prepped normally and no issues were noted. The device was inserted into the 5fr avanti sheath and the mynx control deployed normally. There was no difficulty during the procedure. After two minutes, the plunger at the back end of the handle was down and mynx was removed. When the device was removed from the patient, the physician reset the mynx to inflate the balloon and the balloon was noted to have a pinhole-sized leak. Hemostasis was achieved successfully with manual compression for five minutes and no hematoma was noted. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿mynx control balloon loss of pressure in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the reported event since a calcified vessel and/or frayed/damaged procedural sheath can cause damage to the balloon. According to the mynx control instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture, patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery¿. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.